Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock was seen due to t wave oversensing involving this device. The patient had presented to the hospital with the device programmed to the primary sensing vector. During the follow up all of the sensing vectors were re-evaluated and it was decided to reprogram the device to the secondary sensing vector. A review of the device data by technical services (ts) confirmed t wave oversensing and noted that the increase in sensitivity was related to noise. Ts discussed troubleshooting steps and checking the performance of the sensing vectors after possible reprogramming additional information noted that the patient was recently hospitalized due to pneumonia and during hospitalization received an inappropriate shock due to noise. The device was checked and all sensing configurations were re-evaluated, as well as performing device maneuvers in various postures. It was confirmed that the noise was reproduced in the primary and secondary sensing vectors. The device position was checked which showed that the device was positioned too low compared to the cardiac shadow. The device was finally reprogrammed to the alternate sensing vector and the device was once again checked with noise not preproduced in the secondary sensing vector. The device remains implanted. No adverse patient effects were reported.